Event description:
Per the audiologist's report. This child off the couch at home and hit his head at the implant site on 3/11/2006. Using the appropriate diagnostic equipment. It was determined that the device was not functioning according to manufacturer's specifications. His explant surgery was scheduled in 2006. His surgeon implanted a new deivce during the same surgery.